Event description:
It was reported, "rupture near the junction between anchor sleeve and catheter body. Occurred during use." No other information was provided. Additional information received 02/07/2024: it was reported, "the PICC is partially ruptured. There were no consequences for the patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.